Manufacturer narrative:
The recipient is reportedly lost to follow up and will not pursue revision surgery at this time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover, a missing electrode ground ring, as well as a severed electrode array. These are believed to have occurred during revision surgery. In addition, a detached antenna was also found. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device had a detached antenna. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock after years of non use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Device testing could not be completed due to no lock. Revision surgery will be scheduled.